Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap is protruding from the metal cap; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on metal surface; the outer flow tubing exhibits mild contamination, likely biologic; the fiber exhibits scratch marks on outer flow tubing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure, the customer reported: four fibers were used in this procedure. First fiber: ¿fiber broke¿ 240,845 joules and 27.35 minutes of use, the second fiber exhibited ¿fiber broke¿538,737 joules and 58 minutes of use, and the third fiber exhibited ¿fiber broke¿ :37:38 minutes of use. Case was completed with a fourth fiber. Patient outcome: "no injuries to the patient" reported. This report is for the first fiber.